Manufacturer narrative:
The insulin pump passed error test and displacement test. However, the insulin pump was unable to prime during the prime test and prime alarm during basic occlusion test due to faulty force sensor. No unexpected alarms noted. Unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and cracked belt clip slot. The insulin pump was received with corroded battery tube, corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a reset error and a button was stuck.